Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that about 6-8 months ago she noticed a bump on her back and went to her family/primary care doctor and the healthcare provider (hcp) removed a piece of something that was left inside of her either from the implant or removing the device. The patient wanted to know what the piece the device was for and what its called. The patient reported that she thought it was a tunneling tool but wasn't sure. The patient asked why and how it was left in her body for several years. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) reporting that the cause of the plastic piece left in patient was not determined. Patient's weight was unknown. They also stated that they didn't have any current records for the patient. No further complications were reported.